Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that in the last 4-5 months the patient's pump had not been helping with the pain: there was a loss of therapeutic effect. The pump started hurting the patient and was moving closer to the patient's navel. The patient also experienced more pain in the middle of the back. An increase in the dosage of the patient's medication was attempted to address the pain. It was noted that this was not a pump or catheter issue. The physician was working on the dose. The patient had no injury.